Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse reviewed the iabp's alarm logs and found no alarms in the system pertaining to the reported issue. The ECG checks were passed. The fse performed a pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ECG alarm go off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ECG alarm go off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.